Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient's device was electively explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device.